Manufacturer narrative:
Additional information: "h6 type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue." Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 13.7mm vicm5_13.7 implantable collamer lens, -10.00 diopter, was torn during loading (the lens snagged while loading the injector) and there was no patient contact. Another same model/length lens was implanted and the problem was resolved. The cause of the event was unknown.